Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported that the patient experienced discomfort at the scs ipg site. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. The physician buried the ipg deeper within the pocket site to address the issue.

Manufacturer narrative:
The event of ipg pocket revision due to pain at ipg site was reported to abbott. During the ipg pocket revision the ipg was explanted and replaced. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.